Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size rp insert was being used in trial reduction. The insert was gently tapped to put it into position this is when a one of the post'd broke off. The broken piece was found on floor. It did not make it back after being cleaned. It was also reported that the second insert is damaged to both the post and spring and looks like it may break soon.